Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that in an unknown date in 2021, a 25mm amplatzer patent foramen ovale (pfo) occluder was successfully implanted. The patient had a transient ischemic attack (tia) within the last 2 years. A repeat trans-oesophageal echocardiogram (toe) bubble study showed bubbles moving across the defect. On (B)(6) 2023, the patient was brought back to implant another pfo occluder. A 30-25mm amplatzer talisman pfo occluder was attempted. However, before release, bubble study was done, showing bubbles still moving across the left atrium. The device was removed, and a replacement 30mm non-abbott device was implanted. The patient was reported to be discharged. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.

Manufacturer narrative:
An event of residual shunt after implant was reported. No batch number was received, so no lot specific similar complaint review could be performed, and no device history record was reviewed. Information from the field indicated that the cause of the event was due to the defect being undersized.